Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings: investigation revealed that moisture was observed from behind the display lens. A leak test was performed and a bolus button leak was observed. The pump case was opened and moisture was observed throughout the pump case. Unrelated to the initial complaint, the keypad was peeling at the ok button. The functionality of the keypad could not be tested due to the blank display. The keypad was removed and contamination under all button contacts was observed. A crack along the battery compartment extending from the threads to the fingerpad was observed. Complete investigation was not possible due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The patient reported he was swimming with the pump on, the pump started vibrating, saw a message and the screen went blank. The patient noticed water under the display with the blank screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.